Event description:
It was reported the customer experienced high blood glucose levels. Typically customer's blood glucose level begin to elevate after consuming breakfast. Customer is working with his health care professional on pump settings. Customer took a shot of lantus and a shot of novolog to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.